Event description:
A surgeon reported that a trocar came out of the eye when the probe was moved. He used a new trocar to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on (B)(4) 2014. The MFR internal reference number is: (B)(4).